Event description:
It was reported that during a repair to a non-union of the right phalanx fracture, the surgeon was inserting a 1.5 locking screw and the t4 screwdriver distal tip shaft completely twisted. The screwdriver is now unusable and not engaging the screw anymore. The surgeon used a back-up screwdriver to complete the procedure successfully. The procedure was not prolonged by this incident and there was no adverse event noted to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed that the stardrive tips are significantly twisted (approximately 45 degrees) in the direction of tightening a screw and the corners of all 6 tips are worn down. The tip of the returned screwdriver shaft is twisted and the corners of the tips are worn down. As noted in the evaluations of previous complaints, the shaft (component part 03.114.009) is made from custom 465 stainless steel, which is a standard material for synthes screwdriver shafts. The set using this screwdriver shaft is the 1.5 mm lcp mini frag system. Due to the small torque values required to insert the 1.5 mm screws, there is no torque limiter in this set to regulate the amount of torque applied to the screwdriver shaft. The current control is that there is a second t4 shaft in the set. It is concluded that the design is acceptable for the intended use, therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected data: original awareness date is (B)(6) 2012.